Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire¿ guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with rendezvous procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when they retracted the snare from the ercp scope, once the tip was out, approximately 1 cm of the hydrophilic tip detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire revealed that the it got broken into two sections: the wire was broken approximately 11.4 cm from the dream end (which was found to have an evidence of mechanical cut). The dream end tip was partially detached exposing the tip of the corewire. It was confirmed that the technician, in order to backload devices over, cut the 10cm floppy tip off the wire. The complaint is consistent with the returned guidewire since the distal tip was partially detached, exposing the corewire tip. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with rendezvous procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when they retracted the snare from the ercp scope, once the tip was out, approximately 1 cm of the hydrophilic tip detached and the tip of the metal corewire was exposed. No part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.